Event description:
It was reported that the patient presented to the clinic on (B)(6) 2022 with syncope and confirmed, intermittent, ventricular tachycardia (vt). On (B)(6) 2022, the patient presented to the emergency department with hypovolemia and dehydration, as well as some suction and pulsatility index (pi) events. Treatment of intravenous (IV) hydration was performed. Labs and imaging were ordered, and the results were normal. Antitachycardia pacing (atp) was terminated and the arrhythmia was not sustained. The arrhythmia was not preexisting to the left ventricular assist device (lvad). The patient was discharged on (B)(6) 2022.

Manufacturer narrative:
No additional information has been provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported ventricular tachycardia (vt) and hypovolemia could not be conclusively determined through this evaluation. The submitted log file contained pi events that filled the majority of the file. The system appeared to operate as intended at the set speed for the duration of the file. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instruction for use (IFU), is currently available. Section 1, ¿introduction¿, of this document lists cardiac arrhythmia as an adverse event that may be associated with the use of the heartmate 3 lvas. Additionally, section 6 ¿patient care and management¿ lists arrhythmia and hypovolemia as potential late postimplant complications that may be associated with the use of heartmate 3 lvas. Section 1 also explains all pump parameters including pump speed, power, flow, and pulsatility index (pi). Section 4, ¿system monitor¿, explains that pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events, including, sudden changes in a patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed. This section also states that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. This drop in speed is accompanied by a reduced pump flow. Furthermore, there are no audible alarms with a pi event. No further information was provided. The manufacturer is closing the file on this event.